Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.